Event description:
It was reported that lv lead dislodged. The lead revision would be performed a few days later. No additional adverse patient effects were reported. Product remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).